Manufacturer narrative:
Additional information was added to h4 and h6 . H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) one-link needle-free IV connectors had flow issues with their injectors, resulting in contrast backup during scans. Iohexol contrast was backflowing on three patients (CT and ER patients). There was no report of patient injury or medical intervention associated with this event. No additional information is available.